Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules was observed; clogged instrumentation could not be observed. Additionally, 100 retention samples from bd inventory were visually inspected and no gel issues were observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for oil gel globules. It is not bale to be confirmed for clogged instrumentation.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there were air bubbles in the gel and the instrument probe was clogged. The following information was provided by the initial reporter: when the hbsag examination was carried out the results of the border line and it was found that the gel was released/dissolved into the blood serum. 2. After the gel is taken the results of the hbsag examination can be known. 3. Besides that, in the tool hose there is clothing. 4. Centrifuge using swing with a speed of 20 gforce for 10 minutes and try at another speed there are still bubbles. 5. Storage temperature 24°c.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there were air bubbles in the gel and the instrument probe was clogged. The following information was provided by the initial reporter: when the hbsag examination was carried out the results of the border line and it was found that the gel was released/dissolved into the blood serum. 2. After the gel is taken the results of the hbsag examination can be known. 3. Besides that, in the tool hose there is clothing. 4. Centrifuge using swing with a speed of 20 gforce for 10 minutes and try at another speed there are still bubbles. 5. Storage temperature 24°c.